Event description:
It was reported that a vns pt experienced hoarseness and was diagnosed by an ent with left vocal cord paralysis. Further follow up with ent revealed that there was no movement in the left vocal cord, but it is too early to determine if the condition is permanent or temporary. No intervention is planned at this time.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation. Treating physician reportedly believes that the left vocal cord paralysis was related to the implant surgery since it occurred just after surgery.